Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of rash ('rash') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced rash (seriousness criterion medically significant), fatigue ("fatigue"), insomnia ("insomnia "), amnesia ("memory loss "), arthralgia ("joint pain "), menstruation irregular ("irregular periods"), menorrhagia ("very heavy periods"), musculoskeletal chest pain ("intercostal pain "), abdominal distension ("swollen belly") and abdominal tenderness ("hard belly "). At the time of the report, the rash, fatigue, insomnia, amnesia, arthralgia, menstruation irregular, menorrhagia, abdominal distension and abdominal tenderness outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal tenderness, amnesia, arthralgia, fatigue, insomnia, menorrhagia, menstruation irregular, musculoskeletal chest pain and rash with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 28-may-2020. The most recent information was received on 29-jun-2020. This spontaneous case was reported by a consumer and describes the occurrence of rash ('rash') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced rash (seriousness criterion medically significant), fatigue ("fatigue"), insomnia ("insomnia"), amnesia ("memory loss"), arthralgia ("joint pain"), menstruation irregular ("irregular periods"), menorrhagia ("very heavy periods"), musculoskeletal chest pain ("intercostal pain"), abdominal distension ("swollen belly") and abdominal tenderness ("hard belly"). At the time of the report, the rash, fatigue, insomnia, amnesia, arthralgia, menstruation irregular, menorrhagia, abdominal distension and abdominal tenderness outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal tenderness, amnesia, arthralgia, fatigue, insomnia, menorrhagia, menstruation irregular, musculoskeletal chest pain and rash with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.